Manufacturer narrative:
Citation: taghiyev et al. Renal function after combined treatment for coronary disease and aortic valve replacement. Thorac cardiovasc surg. 2025 dec;73(8):639-648. Doi: 10.1055/a-2493-1495. Epub 2024 nov 29. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding renal function after combined treatment for coronary disease and transcatheter aortic valve replacement (tavr). The study population included 1232 patients who were predominantly male with a mean age of 75.1 years old. Multiple manufacturers¿ devices were implanted in the study population; eight patients were implanted with a medtronic corevalve or evolut r bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: stroke, vascular complication, myocardial infarction, renal failure, arrhythmia requiring permanent pacemaker implant, patient-prosthesis mismatch, peak transvalvular gradients of 20.2 mmhg, moderate or greater paravalvular leak, moderate or greater aortic regurgitation, and re-thoracotomy. No further information was provided pertaining to medtronic products.